Event description:
It was reported that 18 hours following implant, when the implantable cardioverter defibrillator (ICD) was checked before the patient left the hospital, a remote report dated (B)(6) 2025 indicated the remaining battery to elective replacement indicator (eri) was 90%. Possible early battery depletion was suspected. The ICD was being monitored continuously. The patient was stable.